Event description:
It was reported that the customer had a no delivery alarm during bolus on the insulin pump. The customer's blood glucose level was 189 mg/dl. The customer stated that she changed out her set but stuck on the fill tubing. The customer was assisted to complete the fill tubing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.